Manufacturer narrative:
Concomitant product(s): dtba1d1 crtd, implanted: (B)(6) 2015; unknown lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead and right ventricular (rv) lead were explanted due to erosion. It was also reported that the patient's blood tested positive for the presence of staphylococcus aureus. The device system was later replaced once the infection had cleared. No further patient complications have been reported as a result of this event.